Event description:
It was reported to boston scientific corporation that a polyflex esophageal stent was used during an egd (esophagogastroduodenoscopy) procedure performed in 2009. According to the complainant, during advancement of the delivery system down the esophagus, the distal esophagus was perforated. The physician deployed the stent successfully. There were no problems reported advancing the device over the guidewire. There was no folding or crimping of the delivery system reported, and there were no issues noted with the stent or the guidewire. The physician thought that "the catheter maybe caught on some tissue as it was going down the esophagus". The area was not predilated. The patient underwent an additional surgical procedure on the same day to treat the perforation, and the patient's condition at the completion of the procedure was reported as "stable."

Manufacturer narrative:
The complainant indicated that the device is implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.